Event description:
The following was reported to davol: as reported an infection (candida albicans) was present at the implant site during the time of implantation of the xenmatrix graft. Reportedly, the implant procedure was complex due to difficult dissection of the small intestine, small intestine fistula and radiotherapy. The defect measured 8cm x 15cm, with drains placed laterally in the peritoneal space near the sutures. Biopsy and cultures of the drained fluid were taken and results were positive for enterococcus faecalis and enterobacter aerogeneses. The pt was treated with antibiotics. It was reported that eight days post implant the drains started to give dirty fluid and the graft was explanted. During explant it was reported that the graft was found to be degraded and there were small pieces of the graft that came out through the drains.

Manufacturer narrative:
The explanted graft was returned to davol for evaluation. The condition of the graft is consistent with what occurs when the graft is placed in an infected site resulting in premature enzymatic degradation. Based o the reported event and the sample evaluation is event appears to be directly related to the graft being placed into a contaminated site. A review of the manufacturing records was conducted and found no anomalies. Additionally, the products instructions for use states "place device in maximum possible contact with healthy, well-vascularized tissue to promote cell ingrowth and tissue remodeling".